Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the level. Technical support provided instructions to reset the pump, which the customer followed, and no further malfunctions occurred. The customer continued to use the pump for insulin therapy.